Manufacturer narrative:
(B)(4). How much blood was loss? A 1200ml. Did the patient require a blood transfusion? Yes 3 units. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Fourth firing. During which stroke did the event occur? Fourth. Did the device begin to staple and cut? Yes. Were any staples deployed? Yes. If staples were deployed, were they formed? Unsure as had to remove tissue. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Possibly a bulldog clip. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. What is the current status of the patient? Stable.

Event description:
It was reported that during a liver resection procedure, echelon jammed and when it was released from tissue there was profuse bleeding from staple line. They completed procedure with same like device. Procedure was prolonged 30 minutes. Patient required a blood transfusion.

Manufacturer narrative:
(B)(4). Drivers. The analysis results of the sc45a found that it was received in good visual condition and with a reload loaded on the device. Upon evaluation, the reload was noted to have the deck, drivers and one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. In addition, a piece of the one piece sled was blocking the knife, not allowing the device to be opened. The knife was completely returned to the home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.